Event description:
It was reported that pt's neurostimulator was removed because the pt needed to have an MRI. Pt was reported as unharmed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.